Event description:
Boston scientific received information that during a follow up visit, interrogation revealed ten non-sustained episodes had occurred. Two of the episodes were available in the electrograms revealing noise on the right ventricular lead channel. No noise was displayed on the shock electrogram. Impedance measurements revealed constant impedance measurements, however, a high out of range measurement was displayed. In addition, increased threshold measurements were displayed. A decision was made to reprogram the pacing outputs. Isometrics did not reveal any noise. No adverse patient effects were reported.

Event description:
Additional information was received. Approximately fifteen months later, a revision procedure was performed. This device and right ventricular lead were removed and replaced successfully. Both the lead and the device will be returned for analysis. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, only the proximal segment of the lead was returned severed 24 cm from the is-1 pin. Resistance testing revealed there was no fracture or insulation damage on the returned lead portion. As only the proximal lead segment was returned, analysis could not determine a root cause for the reported clinical allegations.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.